Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the equipment's illumination lamp was burned and the foot pedal was slow during the vitrectomy procedure. The case was completed. There was no harm to the pt. Add'l info has been requested.